Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional emerald syringe has foreign matter. The following information was provided by the initial reporter: there is some dust particals inside the syringe and I have already raised the complaint from the same account for 3ml emerald.

Manufacturer narrative:
A quality engineer inspected the 01 photograph of lot # 3130862 material # 307757 submitted for evaluation. The reported issue was ¿dust particle¿ or ¿foreign matter¿. Physical samples not submitted for evaluation. A review of our risk management document was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our specification requirements. The photo of emerald syringe 5 ml lot # 3130862 material # 307757 received and evaluated. The image showing 3 syringes in which some white particles shown inside barrel. The syringe is not packed , its open. Investigation on the retained samples at our end for the lot # 3130862 material # 307757 carried out, but there were not any defect of foreign matter or dust particle observed in retained samples. The device history record review was completed for provided lot # 3130862 material # 307757. There was no rejected inspections or quality notifications during the production of the provided lot number.

Event description:
There is some dust particals inside the syringe and I have already raised the complaint from the same account for 3ml emerald.